Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was low, and no bg meter comparison was taken at this time. The patient self-treated with carbs. When the cgm reading did not change, the patient took more carbs. After self-treatment the patient experienced frequent urination, thirst, dry mouth, and tiredness. At 03:30 am, the cgm was still reading low, and the patient¿s parent took a fingerstick, and the bg reading was 33.1 mmol/l. The patient was taken to the hospital by parent at around 03:45 am and was treated with an unknown intravenous treatment to lower the blood sugar level, to rehydrate the patient. Ketones would have been checked, but no specific value was reported. The patient was recovered after treatment and was discharged around noon. At the time of the report the patient was stable, and the parent was monitoring the cgm reading closely. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator after the patient was self-treated. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.